Event description:
It was reported that during an implant attempt, when the physician attached the atrial lead to the implantable cardioverter defibrillator (ICD) the parameters were not good. They checked the connection and the when the physician attempted to unscrew the lead the screwdriver broke. Another screwdriver was attempted and broke. A new device was implanted with good parameters and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.